Manufacturer narrative:
The pump was unable to prime during the prime test due to a loose/protruded drive support disk. The pump also had a cracked case on the display window corners, minor scratches on the lcd window, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was stuck in the prime loop. Insulin was squirting during the manual prime process. The motor did not slow down nor did the numbers ramp up on the screen. The drive support cap was flushed. Customer's blood glucose level was 96 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.